Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported diminished vaporization efficiency was confirmed as analysis identified the glass cap and metal cap were detached/separated from the fiber. It is probable that the glass cap and metal cap detachment occurred due to elevated temperatures near the laser beam output window. Analysis found that the metal cap exhibited severe debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap and metal cap detachment. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap and glass cap were detached/separated from the fiber. The metal cap was returned with severe debris adhesion on its surface. The glass cap was not returned with the metal cap. The outer flow tube was melted at the tip. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Investigation conclusion: based on the observed glass cap and metal cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap and metal cap detachment likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber diminished vaporization efficiency after 335,235 joules due to constant contact with tissue. The fiber was replaced and the procedure continue with a second fiber; however, it began forward firing after 256,385 joules of use. It was noted that the tip of the fiber had been cleaned during the procedure. The second fiber was replaced and the procedure was completed utilizing a third fiber without consequences to the patient. The first fiber used was returned and analysis identified the metal cap and glass cap were detached/separated from the fiber. This report is for the first fiber.